Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise that was oversensed by the device. The lead was explanted and replaced. The patient was in stable condition.